Event description:
During the g3 surgery, when the nurse opened the package, set screw was not in package. The surgeon used a spare set screw instead, the surgery was completed without problem.

Manufacturer narrative:
Review of device history record (DHR)-a review of the DHR/inspection records for the long nail kit (lot code k230844) revealed no discrepancies. The items were documented as faultless prior to distribution. Likewise, packaging documents for the long nail kit reveal no discrepancies. There has been no deviation reported regarding the set screw quantity during the packaging process. Deviations in manufacturing/packaging were not found. In this case verification of an allegedly missing set screw was not possible. If the set screw was really missing it would have been possible to detect this prior to opening of the blister through the window of the foam. According to the information available it could not be determined whether the event may be linked to handling during opening the tyvek lid of the packaging or to a deficiency in the packaging process.